Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: the device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was adequate medical documentation and there were suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Product use was incongruent with the IFU due to: a reported juxtarenal aneurysm; an off label use of a surgeon-modified, competitor's fenestrated proximal stent with the concomitant use of a superior mesenteric and bilateral renal artery stents. The patient was discharged home on post-operative day four, with an increasing wbc count, thought to be from a pre-operative urinary tract infection for which oral antibiotic therapy was continuing. Prior to discharge, there was evidence of bilateral renal infarcts, but both the sma and renal stents appeared to be patent; they were discharged on antiplatelet therapy (plavix). At nine days post implant, the following findings were substantiated: left colon necrosis and perforation; intra-abdominal sepsis; and, intra-operative death. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported event could not be determined; however, patient anatomy and procedure context are likely factors. There was no evidence that endologix device contributed to this event. The clinical assessment indicated the device use was incongruent with IFU.

Event description:
Endologix received a device tracking form from the hospital for a patient that involved a procedure which occurred approximately 27 months prior. The form indicated the patient was implanted with a bifurcated device on (B)(6) 2012. On 9/2/2014 endologix received the device tracking form from the procedure that was performed on (B)(6) 2012. There was a handwritten note included with the device tracking form which stated "this patient is deceased as of (B)(6) 2012" which was 8 days post implant. No additional information was provided concerning the patient death. Endologix first learned about the death on 09/02/2014 when the device tracking dept. Received the form and entered it into the system. The complaint dept. First became aware of the patient death on 11/17/2014 when the regulatory affairs specialist was reviewing device tracking forms to close out their due diligence process on 11/17/2014 and observed the handwritten note indicating the patient expired. Update: medical records were received on 12/08/2014. The medical records indicate during exploratory celiotomy the patient abdomen was noted to have frankly necrotic left colon with perforation and severe intra-abdominal sepsis. There was no allegation of device issue or contribution of the endologix bifurcated device to the event.